Event description:
Clinical staff reported that the mx40 was changing its spo2t numeric reading to pulset on its own. This resulted in clinical staff misreading the pulse as the spo2 and reacting to a low spo2 value that was the pulse and not the spo2. This is due to the same color and location of the numeric. The pt's physical assessment did not correlate, however, the resident physician transferred her to ICU for monitoring. The pt was transferred back to the tele unit in less than 12 hrs. Tested by biomedical engineering. The o2 probe likely was dislodged which triggers an alert at central station. When silenced, transmitter turns off spo2 and converts the value to pulse. MFR was notified of all testing.